Event description:
It was reported that the right ventricular lead exhibited noise leading to pauses in pacing support. The patient was asymptomatic. The patient presented in operating room for lead revision. The lead exhibited stable lead diagnostics during the pre-op device check. The lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
A complete lead was returned in one piece. Internal insulation abrasion exposing the inner coil was noted at 47.7 cm to 47.8 cm from the connector pin.